Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver failed the charge and boot testing and was found to be perpetually rebooting. The receiver case was opened and the ui pcba was detached to retrieve the receiver download. The receiver logs were reviewed and passed. The receiver was plugged to charging cord to feel for overheating and it passed. The reported event of an overheating receiver could not be confirmed.  The root cause could not be determined.